Manufacturer narrative:
Qc was within the lab's established ranges but running high. A field service engineer (fse) was on-site for several days and replaced multiple parts. No clear root cause could be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low bun patient result. The customer did not receive any report of death, injury or change to patient treatment attributed to or connected with this event.